Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: it was reported there was no labels on the blister pack. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows packaging blisters with printing missing on the top web and the other photo shows packaging blisters with the printing on the top web. This defect could occur if the printing head became clogged. A device history record review was completed for provided material number 309653, lot number 0079845. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The printing process was verified. All settings were correct and the print heads were working properly. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that a printing head got clogged and not detected in the next processes. The printing process was verified, finding all the settings correct. The print heads working properly.

Event description:
It was reported that 8 bd 60ml syringe luer-lok¿ tips experienced missing label information. The following information was provided by the initial reporter: no labels from blister pack.